Event description:
Litigation papers allege severe and debilitating pain and weakness; significant inhibitions of ability to walk and move; impaired ability to engage in normal and usual activities; elevated blood levels of chromium and cobalt; cardiomyopathy secondary to cobalt toxicity; additional hip revision surgery to explant the hip with an additional recovery and rehabilitation process, anxiety, fear, mental anguish, and other emotional and physical damages.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.